Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The freestyle lite meter's useful life is 5 years. As the manufacturing date of this product is in 2010, it has been in distribution beyond its useful life as of the case awareness date is 27 jul 2017. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. A DHR for the freestyle test strips were reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. A tripped trend review was completed for the reported complaint and freestyle test strips. Tracking and trending did not show any confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed. (B)(4)

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 432 mg/dl and 106 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(Date received by manufacturer) was incorrectly documented in the initial MDR 30 day report. The correct date is (B)(6) 2017.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 432 mg/dl and 106 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 432 mg/dl and 106 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.